Event description:
A physician reported a pt who was skin tested on 26 november 1997 with negative results and treated in the nasolabial folds on 23 december 1997. The physician reported an indurated line (only detectable on touch, not visible) around the implanted area. There was no external inflammatory reaction. In one zone of the fold, there was also a hyperpigmented spot. In 02/1998, the induration persisted. The pt was last seen on 15 december 1998. The symptoms resolved on 01 september 1998. An oral anti-inflammatory medication was prescribed on an unknown date. The symptoms were considered product related.